Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, tested with balloon and trainer and was unable to duplicate the "autofill failure". The iabp passed leak tests. The fse verified unit calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that an autofill failure occurred on the intra-aortic balloon pump (iabp), while in use on a patient. No adverse event was reported.